Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. The patient had shortness of breath and difficulty speaking. The patient indicated they had not taken their diuretics medication for hypertension. Pulmonary oedema was observed. It was noted that the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for an hour but the patient had pulseless electrical activity (pea). The patient was a newly registered patient and there was not enough information regarding pacemaker activity or lead function. The cause of death was noted as cardiac arrest, respiratory failure, congestive heart failure. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.